Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping as a result of high, out of range impedance measurements on the competitor right ventricular (rv) lead. No changes were made to the system and the patient will continue to be monitored appropriately. No adverse patient effects were reported.